Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room with electrical shocks down to the left arm, lead dislodgement and inappropriate capture were observed. The atrial lead was pulled back to the patient¿s shoulder while the lead was pacing. Programming change was made to turn off the atrial lead. The patient was stable.

Event description:
New information received notes that the atrial lead was explanted and replaced on (B)(6) 2019. The patient was stable and discharged home the next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.